Manufacturer narrative:
This report is submitted regarding the second onyx procedure described in the literature article. If information is provided in the future, a supplemental report will be issued.

Event description:
Lim, j., shallwani, h., vakharia, k., & siddiqui, a. H. (2020). Adenosine-induced cardiac arrest for transvenous embolization of midbrain arteriovenous malformation. Operative neurosurgery (hagerstown, md.), 18(6), e184¿e190. Https://doi.org/10.1093/ons/opz330. Medtronic review of the literature article was completed. It was reported that a (B)(6) year-old male patient presented with sudden onset of severe bilateral headache, blurred vision, and numbness on the right side of face and tongue. Non-contrast head computed tomography (CT) revealed fourth ventricle hemorrhage. Diagnostic cerebral angiography revealed a high-flow midbrain arteriovenous malformation (avm) with a posterior wall perforator from the basilar artery terminus and a draining vein into the straight sinus. The patient underwent an embolization procedure via transarterial approach with onyx-34 to treat the avm which was initially successful. The patient was discharged on post-procedure day 1 with no neurological complication or residual deficits. One week later, the patient returned to the hospital with a 2 day history of slurred speech and left-sided dysmetria. Upon exam, the patient was noted to have cn iii and vi palsies with slurred speech, left-sided intention tremor, and dysmetria. A repeat CT did not show any recurrent hemorrhage but diagnostic angiogram revealed partial filling of the treated midbrain avm with early venous drainage. Retreatment was attempted but was aborted due to non-cooperation from the patient. 5 days after the attempted retreatment, treatment via transvenous approach was attempted with adenosine-induced cardiac asystole planned with the anesthesiology team. This technique was completed with additional onyx-34 treatment and a total of 120s of asystole maintained with adenosine. The procedure was initially observed to be successful. Post-embolization angiography showed avm occlusion with no early venous drainage. Shortly after completion of the procedure, the patient experienced tachycardia to 120 beats/min with map of 103 mmhg. A 12mg dose of adenosine was administered, improving the heart rate to approximately 100 beets/min with a steady map of 73 mmhg. The patient's heart rate gradually returned to 60 beats/min over 5 minutes. Final angiography suns verified no filling of the avm and no thromboembolic complications of the cranial and cervical vessels. Immediate post-procedure non-contrast 3d CT showed extravasated contrast and subarachnoid blood around the interpeduncular cistern that resolved by post-procedure day 5. The patient remained neurologically stable and was discharged on post-procedure day 2. At the 3-month follow-up, the patient exhibited persistent, but slightly improved, dysarthria, discoordination, and right-lateral diplopia.